Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that an inserter was found with a broken tip during a routine inspection. There were no surgical or patient impacts associated with this event.

Manufacturer narrative:
The returned inserter was evaluated. The 14mm long nose was found fractured off and the 20mm long nose was found bent away from the graft opening. The cause is likely attributed to off-axis forces placed on the device during usage, which can be seen through the fractured shorter nose and bent longer nose. A review of the manufacturing records did not identify any issues which would have contributed to this event.